Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer lost consciousness and fell out of their chair because of the low bg level and received third party assistance from their mother, who provided and fed the customer food to address bg. The customer had sore muscles from falling out of the chair. Recommendation was made to consult with a healthcare provider to discuss diabetes management.